Event description:
Received a voluntary medwatch form from cdrh which states "the primary IV set tubing, no 11965, became spontaneously disconnected from the extension set, no 11959. The staff reports frequently problems with this equipemnt becoming disconnected. The staff has been taping connections as a work around. Report was made to product rep who told staff they were doing it incorrectly. After teaching, tubing still becomes disconnected." Upon further query, the following info was obtained from the customer; the tubing set is connected to the extension set, which is connected to the pt's IV catheter. The staff are reported to always use the option lock on the tubing set to secure it to the clave valve of the extension set. The pt was receiving an infusion of integrillin. The staff entered the room and noted there was about 10mls of integrillin on the floor and that the integrillin bottle was empty. The clinician then noted that the tubing set had disconnected from the clave valve of the extension set. It is believed that the pt received most of the ordered integrillin dose. The tubing set was discontinued as the dosing was completed. There was no report of adverse pt effect. Add'l pt info was requested, but no further info was available.